Manufacturer narrative:
According to the complainant the device will not be returned for investigation. According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 474 mg/dl while wearing the pod for more than 48 hours. The cannula dislodged from the infusion site. As treatment for hyperglycemia, a manual injection of insulin was delivered and a new pod was applied. The patient called their doctor and the doctor told them to drink fluids to keep hydrated.